Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 (flange sensor failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a flange sensor test was performed with passing results. Visual inspection of the grommet revealed it to be slightly rotated. Evaluation was unable to reproduce the error. The unit was able to load and successfully run a set without discrepancies. A review of the event history log revealed a system error 21502 (flange sensor failure). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found to be that grommet was slightly rotated and interfered with the function of the flange sensor. The grommet will be corrected to address the issue. Should additional relevant information become available, a supplemental report will be submitted.